Manufacturer narrative:
Technical services discussed this was appropriate device function per programming however there was uncertainty as to why the rhythm was not converted. This was to be further reviewed and discussed with the physician. Information suggest this device remains in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was brought to the emergency room. This patient was found conscious and responsive after receiving anti-tachycardia pacing and five shocks. The device had exhausted therapy. A field representative reported that the patient's rhythm had appeared to be a 1:1 sinus tach. The therapies had not appeared to fully convert the rhythm. The therapies might have slowed or converted the rhythm briefly. The device shocks might have also induced ventricular tachycardia as the rhythm appears to then be 2:1. No adverse patient effects were reported.